Manufacturer narrative:
Additional information was received that an autopsy will not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the delivery catheter system (dcs) was first inserted into the body and advanced through the aorta, the non-medtronic stiff guidewire pulled back out of position. After several attempts of rotating and advancing the guidewire, it was still out of position. It was reported that there was significant wire manipulation in the left ventricle in this case. The dcs was removed from the patient but the guidewire lost position in the left ventricle and the native valve had to be re-crossed. Once the native valve was crossed and the guidewire was in proper position, the dcs was reinserted into the body. After crossing with the dcs, the guidewire was pulled back again. An attempt was made to advance the guidewire into position without success. The guidewire was removed while leaving the dcs across the native valve. A soft guidewire was inserted to attempt a better position but was unsuccessful. The dcs was removed and a guide catheter was inserted. Better position was achieved with the soft guidewire and it was exchanged with the non-medtronic stiff guidewire. The dcs was reinserted and crossed the native valve. The first deployment was at an approximate depth of 10 mm on the left coronary cusp (lcc). A partial recapture was performed, and the valve was deployed to 80% at an approximate depth of 3 mm. An echocardiogram was performed, and it was noted that the pacing wire had lost capture. Moments later the echocardiogram showed a slight effusion. Pressures remained steady and the valve was fully deployed. An echocardiogram was performed to monitor the effusion. A paracentesis was performed with small amounts of blood drawn initially. It was reported to be difficult to identify where the perforation was. It was initially believed that the guidewire had perforated the left ventricle. As the condition continued to worsen, the chest was opened, and an attempt was made to fix a perforation at the lateral wall in the left ventricle. The patient died the following morning. The physician reported the event was not due to a device issue, however, believed the dcs nose cone perforated the lateral wall. It is unknown whether an autopsy was performed.